Manufacturer narrative:
Concomitant medical products: 4524-45 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the emergency room after three syncopal episodes. Telemetry showed a heart rate of 48 beats per minute with sinus pauses and bradycardia. The implantable pulse generator (ipg) was unable to be interrogated. There was no record the patient had been followed since implant of the device. The ipg was explanted and replaced. During procedure, the atrial and ventricular leads were found to have low bipolar impedance and high capture thresholds. There was no capture in either lead in unipolar configuration. The leads were capped and replaced. No further patient complications have been reported as a result of this event.